Manufacturer narrative:
MDR (B)(4) / initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced high bg and treated with mdi on (B)(6) 2026 due to kinked cannula.